Event description:
It was reported that the user attempted to start a freestyle libre plus continuous glucose monitor (cgm) sensor with the ilet pump and received a ¿sensor already in use¿ message after having previously started the same sensor in the libre app, which prevented pairing to the ilet. Symptoms included no adverse clinical effects. Outcomes included successful activation of the sensor after app reinstallation and no further need for assistance. Investigation included technical troubleshooting and user education conducted remotely. Investigation of this case revealed that the sensor had been initiated in a different application and that application reinstatement allowed activation and resolution. It was concluded that the event was related to use error and software interaction, not a device malfunction. Thank you for your attention to this summary.